Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "fos not connecting and/or zeroing. Switched to another pump". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 23 august 2023 should be retracted.

Event description:
It was reported that "fos not connecting and/or zeroing. Switched to another pump". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.